Event description:
Procedure type: lap colon. According to the reporter: after the anastomosis was performed, bleeding was observed and was stopped by clipping under endoscope. The anastomosis, staple formation and specimen cutting was well performed and no abnormalities were observed. There was no delay to surgical time, blood loss was 300cc but no transfusion was necessary. No patient details were available but is reported to be in well condition.